Event description:
The following was reported to hamilton medical ag: after switching on and self-test, no ventilation adjustable. Missing functions in the display. System in english only. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up nr 1: investigation wording: a review of the log files confirmed the issue. The possible root causes for this issue were determined to be: · -esm board not properly connected, seated. · -corrupt data partition on microsd card (esm) -> hw problem or sw timing problem when accessing the sd card the esm board was replaced and the device function as intended. The esm board was not returned for evaluation. There was no patient involvement and it occurred during self-test.

Event description:
The following was reported to hamilton medical ag: after switching on and self-test, no ventilation adjustable. Missing functions in the display. System in english only no patient involvement.

Event description:
The following was reported to hamilton medical ag: after switching on and self-test, no ventilation adjustable. Missing functions in the display. System in english only no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up nr 1: investigation wording: a review of the log files confirmed the issue. The possible root causes for this issue were determined to be: esm board not properly connected, seated. Corrupt data partition on microsd card (esm) -> hw problem or sw timing problem when accessing the sd card. The esm board was replaced and the device function as intended. The esm board was not returned for evaluation. There was no patient involvement and it occurred during self-test. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.